Manufacturer narrative:
(B)(4). G2-foreign-canada. D10. Item number:32-420331; lot #zb080910; item name: oxford spher cutter lrg. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the im rod link pin fractured while removing it from the im rod. This event is related to malfunction that could potentially lead to serious injury. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned products identified items and lot numbers match what is on the complaint. The cutter assembly was missing the chuck attachment shaft which has fractured off, chuck attachment shaft was not returned. The rod link tip is broken off of the rod link. Scratches and scuffs noticed on the parts. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Devices are used for treatment. Medical records were not provided. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.